Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. The customer consumed carbohydrates and syrup to address the low bg. The contact alleged that the pump delivered boluses without user input. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the boluses were input and requested by the user and delivered; however, the contact did not acknowledge the pump data findings, and maintained the allegation that the boluses were delivered without any user input. Reportedly, the customer continued using the pump for insulin therapy.